Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that the long tfna nail broke at the level of the head locking blade. The fracture has not healed. The insertion of the tfna nail was 6 months earlier. The broken nail was removed without any problems. No further information provided. This report is for one (1) 10mm/130 deg ti cann tfna 340mm/right - sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- the complaint device (tfna fem nail ø10 r 130° l340 timo15) was not received for investigation. A photo investigation was performed after review of the x-ray provided, a nail system is present at the right femur, the device appears to be broken across the blade insertion hole, confirming the complaint condition. A definite assignable root cause could not be determined based on the provided information. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot ==> manufacturing location: monument manufacturing date: 16-mar-2020. Expiration date: 01-mar-2030. Part number: 04.037.054s, 10mm/130 deg ti cann tfna 340mm/right ¿ sterile. Lot number: 47p2841 (sterile). Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 44p0478. Part number: 04.037.912.4, wave spring, shim ended. Lot number: 21p6679. Part number: 04.037.942.2, lock prong 130 degree, tfna. Lot number: 26p5428. Part number: 21127, timoagri16.00. Lot number: 30p5784. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.